Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device analysis for the lead revealed the body conductor was broken at the injex anchor site. No electrical shorts were identified between the circuits. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable component is: product ID: 977a275, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a lead on (B)(6) 2017. One month after implant, the lead impedances were all out of range. An impedance test found all impedances were greater than 10 ,000 ohms. It was unknown what factors may have caused or contributed to the issue. The physician decided to replace the lead and the issue resolved. The physician feels fine and receives effective therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.